Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for unspecified tissue damage could not be determined in this complaint. The reported mitral valve insufficiency/ regurgitation was due to tissue damage. Although a conclusive cause for the reported tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of product issue with respect to manufacture, design, or labeling. The clip implanted on (B)(6) 2021 is filed under a different MFR report number: 2024168-2021-04228.

Manufacturer narrative:
Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the tissue damage. It was reported the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr). One clip was implanted, reducing mr from grade 3 to grade 1. In (B)(6) 2021 (date not provided), the patient returned for a follow up visit and echocardiogram was performed. Mr increased to 4 due to the dilated annulus and observed leaflet tears within the implanted clip. On (B)(6) 2021, a second mitraclip procedure was performed. Two additional clips were implanted. No additional information was provided.